Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The user alleges mold growing inside. The user alleges cough. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The user alleges mold growing inside. The user alleges cough. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Not returned.

Manufacturer narrative:
In the previous report, section b5 mentioned incomplete, correct should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer had previously received information alleging visualization of particles in the air path. The user alleged mold was growing inside. The patient reported cough, colon and peritoneal cancer. The medical intervention was not specified. The following correction has been updated in this report: in the previous report, section b1 was marked product problem incorrectly, which has been corrected to reflect the adverse event and product problem. In the previous report, section b2 was blank, which has been marked to reflect the other serious or important medical events. In the previous report, section h1 was marked malfunction incorrectly, which has been corrected to reflect serious injury. Section h6 health effect - clinical code, health effect - impact code have also been updated to reflect the serious injury. Section a1 patient identifier and section h9 recall (z) number were corrected in this report. In the previous report, section b7 was incorrectly added, which has been corrected in this report.